Event description:
A peritoneal dialysis pt's wife has reported that dialysis solution is leaking out of the cassette and into the cycler. The pt's wife has reported that the pt had cloudy effluent on (B)(6) 2012. Multiple attempts have been made to obtain the pt's medical records, but have not received any to date. A sample is available for evaluation.